Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19 and cartridge alarm 25) with multiple cartridges during basal delivery. The customer's blood glucose level was not impacted (99 mg/dl). The customer indicated a new cartridge would be loaded, and if needed, would consult with health care provider regarding backup therapy.

Manufacturer narrative:
Cartridge alarm 25- no failure identified.